Event description:
Neonatal unit with pre-existing pseudomonas issue in the healthcare facility's water system installed point-of-use water filters on the sink faucets in the unit ((B)(6) 2013). Filtered tap water from these faucets was then used for pt care purposes which replaced use of sterile water prior to installation of the water filters. Pt cultured positive for a pseudomonas infection on (B)(6) 2013. Filter from same common treatment area was returned to manufacturer for investigation. Integrity testing of filter indicated there was a breach in the filter membrane.